Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45, lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was near-syncopal and felt flushed when in close proximity to a department store theft detector. The patient was reported to be "white as a ghost" and the implantable pulse generator (ipg) was very hot to the touch. No intervention was required and no patient complications have been reported as a result of this event.